Event description:
It was reported that implantable cardioverter defibrillator (ICD) was interrogated and exhibited a red call doctor icon. The data was unable to be sent due to latitude next connection issues. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device will continue to be monitor.

Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was interrogated and exhibited a red call doctor icon. The data was unable to be sent due to latitude next connection issues. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device will continue to be monitor.

Event description:
It was reported that implantable cardioverter defibrillator (ICD), was interrogated and exhibited a red call doctor icon. The data was unable to be sent due to latitude next connection issues. The device remains in service. No adverse patient effects were reported.